Manufacturer narrative:
Follow up information was obtained from the facility¿s executive director. The patient involved in this event was an (B)(6) male with a past medical history of surgical care post-right bka, type 2 diabetes mellitus, chf, infection of chronic non-pressure ulcer left lower extremity, muscle weakness, difficulty walking, and stent placement left lower extremity. Approximately 4 weeks ago, a cna was transferring the patient to his recliner when the top of the lift/neck of lift detached and the sling bar hit the patient in the back of the head. The patient was safely lowered to his recliner. The patient was transported to the emergency room (ER) for evaluation and a 4 mm laceration to the back of the head was noted requiring two sutures. A CT scan showed a subacute subdural hematoma that was not currently bleeding. The patient was taken off anticoagulant therapy. The patient was discharged back to the rehab facility after being evaluated and treated in the ER. Per the customer, the patient weighed approximately (B)(6) . The lift was removed from service, and per the customer, the two bolts were noted to be missing from the lift where it detached. The patient's laceration healed, and the patient recovered. Upon inspection of the lift by a hillrom service technician, it was discovered that the two bolts that screw the lift boom to the base of the lift were missing. The technician then tested the lift at max weight and had no issues. The lift was moved around the room and there were no issues with mobility and the lift boom never separated from the base. The technician tested the lift the exact way that the alleged incident happened and could not recreate the malfunction. All lift functions operated correctly; the lift functioned as designed. The golvo mobile lift in intended to be used for transferring patients between devices (e.g., within the room); between bed/wheelchair, to/from the toilet, in bath and shower, floor lifting, horizontal lifting, and weighing patient. The golvo instructions for periodic inspection (3en371001, revision 4) states the following: "verify that both locking screws are tight in the base in the upper holes on the mast. Note: do not place any screws in the lower holes!" A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. A laceration is a disruption of the skin, commonly called a cut and can have clean straight edges or jagged edges. In this event, the patient required sutures to close the laceration. Additionally, per the customer, the patient sustained a subacute subdural hematoma. A subdural hematoma is a type of bleed that occurs between the skull and the surface of the brain. The most common cause of a subdural hematoma is traumatic head injury such as from a fall or car crash. A subdural hematoma is a medical emergency that can lead to brain herniation, bleeding, or seizures if left untreated. The events of laceration and subdural hematoma due to the patient falling from the lift are considered serious. It is also likely that the reported malfunction could contribute to a serious injury or death if it were to recur. Therefore, hillrom considers this event reportable.

Event description:
The customer reported the top of the lift fell off the mast and onto the patient. The patient reportedly sustained minor facial injuries. No medical intervention was provided at the time of the initial report. This report was filed in our complaint handling system as complaint #(B)(4).